Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien by the biomedical engineer that this n-595 has no audio. The facility biomed engineer isolated the issue to the main pcb board. There was no pt involvement reported.